Event description:
It was reported that during a hysterectomy procedure, the blade was broken off when the device was used to resect the myoma. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 03/12/2009. Information not available, device not returned for analysis.